Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 10.5 mmol and 5.6 mmol within 10 minutes, with a difference of 54%. Pt did not experience any adverse events. No further info has been reported.